Manufacturer narrative:
(B)(4). Additional information: what is the patients current condition? No reported patient problems. When the device was fired, where was the indicator located within the green zone/gap setting scale? Inside the green zone. What are the surgeons standard steps to remove the device? 2 half turns and a fishtail motion. What was necessary to remove this device and did this approach vary from the norm and if yes, what caused this deviation? The removal technique failed and the pulling caused the device to tear the rectal mucosa. No deviation from his standard removal. Who fired the device? Assistant or the surgeon? Surgeon. User experience with the device? Has been using for 10 years. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? I wasn't there. Was the patient receiving radiation or chemotherapy? Don't know. Surgeon noted that he didn't observe anything out of the ordinary with respect to the tissue. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Were any unexpected noises heard? If so, when? No.

Event description:
It was reported that during a low anterior resection procedure, the device was inserted and fired. The surgeon then deployed the safety and could not remove from the rectum. In removing the stuck device, there was a tear in the posterior rectum. The surgeon had to re-resect the rectum with a new linear cutter reload and used a new device to create a new anastomosis distal to previous one. About a week later, she returned to surgery for a washout and diverting colostomy. Repair scheduled for six weeks later. One device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.the following information was requested, but unavailable: what is the patient¿s current condition?when the device was fired, where was the indicator located within the green zone/gap setting scale?what are the surgeon¿s standard steps to remove the device? What was necessary to remove this device and did this approach vary from the norm and if yes, what caused this deviation?who fired the device? Assistant or the surgeon? User experience with the device?how did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)?was the patient receiving radiation or chemotherapy?were any of the forces higher or lower than expected (closing, firing, or opening)?were any unexpected noises heard? If so, when?